Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, following several applications, the loop catheter array appeared abnormal,and catheter array inversion was noted. The physician moved the loop catheter to the middle of the left atrium and successfully recaptured the array into the sheath. Upon readvancement into the left atrium, the loop catheter appeared normal and ablation was completed. When attempting to recapture the array again, the catheter did not appear normal and was observed to be in a knot. The physician attempted to untangle the loop catheter by pulling the guidewire back into the catheter, pulling the array into the sheath while advancing the slider tool and countering the catheter, which resulted in the knot becoming tighter. The physician was unable to pull the catheter back into the sheath and subsequently removed the sheath and loop catheter as a single unit from the left atrium. Once on the right side of the heart, the physician manipulated the slider back and forth until the knot became so tight that the catheter could be pulled out of the sheath. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.'

Manufacturer narrative:
Product event summary: the patient data files and the pscc100 loop catheter with lot number were returned and analyzed. The log files corresponding to the case event date were reviewed and no error codes were identified. Visual inspection revealed the catheter spiral array was knotted. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging with the catheter connector. The slide control function operated as expected without any issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed before connection to a generator via a test cic, and therapy deliveries were successfully performed. Hipot verification for the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. The returned catheter could not be inserted through a test sheath due to the knotted spiral array. In conclusion, the reported array inversion was not confirmed during analysis; however, the catheter did not pass the returned product inspection due to a knotted spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.